Event description:
The customer reported the 6800 system had intermittent boot-up problems. No patient injury.

Manufacturer narrative:
To repair the intermittent boot issue, the rep replaced the cpu board which was causing the intermittent boot issue, not the hard drive. In order to replace the cpu board which was obsoleted, he had to install the jv 5.5 rel 10 cpu kit, kit includes a new system interface board along with a new image processor. He also installed a new jv 5.5 rel 10 hard drive as well. After performing several simulated studies, the system is now operating as intended.